Event description:
It was reported that a malfunction alarm occurred. Technical support assisted customer with resetting the pump to clear the alarm. Customer's blood glucose was 132 mg/dl. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.